Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a trauma distal femur procedure, the driver broke while tightening cable component. Tip of driver broke off completely and remained in cable component. The cable was unable to be tightened any further and a new cable was used. Instruments inside the patient. Procedure was finished with a back up device and no delay was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the tip is broken off the accord dual ended hex driver and has not been returned. The device shows significant signs of wear/usage. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.